Manufacturer narrative:
To date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the zcb00, 23.0 diopter intraocular lens (iol), bubbles and unidentified black objects were found on the surface of the lens under the microscope. Patient's post-operative visual acuity was 1.0. The patient had a good vision and did not experience discomfort. Additional information was received and it was learnt that the lens remains implanted and that the debris found on the iol could not be removed during the surgery. No additional information was provided.